Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable results for 20 patient samples for multiple assays that were discovered when a client questioned the results. Data was provided for three patient samples that were repeated on (B)(6) 2018. Patient 1 initial sodium result was 115 mmol/l with a data flag and the repeat result was 149 mmol/l. Initial chloride result was 77 mmol/l and the repeat result was 100 mmol/l. Initial calcium result was 6.8 mg/dl and the repeat result was 10.1 mg/dl. Patient 2 initial calcium result was 6.1 mg/dl and the repeat result was 9.0 mg/dl. Patient 3 initial calcium result was 8.0 mg/dl and the repeat result was 10.1 mg/dl. The erroneous results were reported outside of the laboratory. The repeat results were believed to be correct. There was no allegation of an adverse event. The reagent lot numbers and expiration dates were requested but were not provided. The field service representative could not find an issue. He replaced and checked all pipettor seals, cleaned and checked all probes and the rinse nozzles, and checked all pressures and fluids. He verified all mechanisms were adjusted and working properly.

Manufacturer narrative:
The investigation for the issue with sodium results was unable to find a definitive root cause.